Event description:
During manual cleaning of an olympus tjf-160vf endoscope, a pancreatic stent with attached hemo-clip was dislodged from the suction channel. This foreign object was apparently lodged in this scope during the past four procedures (stuck in scope 2008 and dislodged six days later). This channel was manually brushed after each pt use (at least four times) according to manufacturer's guidelines.